Event description:
Reported issue involved a cartridge alarm designated as alarm 20. Blood glucose level displayed as "high," impacting the customer. To address this, customer performed a correction injection using multiple daily injections and changed the infusion set. No third-party assistance was required, and the customer did not encounter issues during the loading process. Reloading a new cartridge was successful, allowing the continuation of insulin therapy, and the problem was resolved.